Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. A user download was unsuccessful. On (B)(6) 2013 the device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.